Manufacturer narrative:
The device was returned to olympus for inspection. Based on the findings of the investigation, the probable cause was determined to be component damage resulting from deterioration, leakage, or physical stress. No design or manufacturing deficiencies were identified. The most probable cause of this complaint is expected or random component failure. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the following conditions were identified on the bronchofibervideoscope: peeling of the coating on the image guide (ig) braid, measuring less than 1 mm²; stickiness on the gripping section; and corrosion resulting from water leakage on both the electrical and ultrasonic connectors. No patient involvement was associated with this event.